Event description:
It was reported that there was a tear in the inner and outer sterile pouches noted. The implant was sterilized by the hospital and implanted.

Manufacturer narrative:
The packaging involved in this event was not available for this investigation as the hospital disposed of it. A review of the implant's device history record shows that there were no issues during the manufacturing/packaging process. Based on the investigation, the damage on the tyvek pouch was most probably caused by an outside instrument such as a knife or scalpel. The labeling for the device specifically states that should there be signs of compromise to the sterile barrier, the product should not be used.